Event description:
Additional information received confirmed the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and provided reprogramming suggestions which will be implemented at the next follow up in clinic. The patient was stable.